Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6), the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: during the investigation, a review of the black box showed multiple ¿cs052¿ slave communication error alarms on (B)(6) 2017. The battery compartment and cap were undamaged and able to fit securely. The pump¿s ¿ez-prime¿ steps were performed correctly with no ¿cs054¿ alarm occurring during the investigation, the ¿cs054¿ complaint was unable to be duplicated. The pump¿s cover was removed, and no intermittent conditions were found to the printed circuit board or to the cgm module.